Event description:
After finishing chemotherapy treatment, pt went for removal of medi-port. During removal by surgeon, catheter broke off. Catheter was 4-5 inches long. An arteriogram and cxr was done, showing catheter to be in the middle of pt's chest. Radiologist was unable to retrieve catheter. Radiologist recommended surgical removal or to have a cxr once a yr to check where broken portion of catheter is. Broken portion still remains in pt at this time.